Event description:
Healthcare professional reported left side capsular contracture baker grade IV and a possible rupture, found with ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
Continued h6 health effect impact code: f2203- imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture .

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : no observed. Capsular contracture : unable to observe since it is a medical event and is not related to the device. Crease/folding of implant : observed on the device. No additional observations. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported left side "any creases" and noted "complex mass noted in the left retroareolar area" via ultrasound. The device has been explanted and replaced.